Manufacturer narrative:
It was reported that the ventilator was contaminated with water. Identification of issue has been done by analyzing problem description, device's logs and service report. The issue was decided to be reported as liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. There was no patient harm. The technician conducted troubleshooting. According to technician statement, the liquid ingress from inspiratory site of the unit - humidifier. The customer filled humidifier above level line. Liquid burned pneumatic back-plane board, which has been replaced. After that, all tests passed and the device was delivered to the user in working condition. The device's logs has been evaluated. There is no log posts from reported date of event, however, from last passed pre-use check (puc), gas supply test, safety valve test, flow transducer test, internal leakage test and pressure transducer test failures could be seen. Those failures might be consequences of liquid spillage onto pcb. The root cause of this issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).